Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-537a-1146: the fiber does not exhibit signs of usage; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the connector appears in good condition; the fiber passed the connector test; no failure found. Probable root cause: based on the device analysis, the product complaint could not be confirmed; there is no failure found with the returned product.

Event description:
It was reported that during a bph surgical procedure, "0" joules; "0" minutes of use, a footswitch connection issue occurred and vaporization wasn't working. The procedure was continued and completed with an alternative procedure (turp). Patient outcome: no injury reported.